Event description:
It was reported that blood seeped out from the filter with gas vent. There was patient involvement, no injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to a leak was observed at the infusate tubing outlet at the bottom of the heat exchanger. Upon closer inspection under magnification, a channel was observed at the tubing junction. As no lot number was provided, a review of device history records could not be conducted. Based on the observations during the analysis the investigation attributed the observed leak to insufficient bonding solvent applied during the tubing manufacturing process.